Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the truespan 12 degree plga, after placing needle of truespan in the meniscus surgeon pushed the red trigger, it make a strange noise, a loud "clack". No anchor or suture came out. The trigger was damaged. We took away the white protecting plastic tube to see if it was loaded. Truespan was loaded but they didn't appear when he pushed the trigger and the trigger broke. The complaint device was received and inspected. The implants and suture were received along with the gun; also, they were unattached of the needle. The sleeve was received separately; it was removed from the shaft. It was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, it appears that the internal mechanism of the handle has been broken and disconnected from the firing spring. The possible root cause for the failure reported can be related when inserting the needle is far enough into the tissue which would therefore cause the implant to not be deployed as intended. And then when attempted to fire the implant against the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. A manufacturing record evaluation was performed for the finished device lot number: 6l35844, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, the truespan 12 degree plga. After placing needle of truespan in the meniscus surgeon pushed the red trigger, it make a strange noise, a loud "clack". No anchor or suture came out. The trigger was damaged. We took away the white protecting plastic tube to see if it was loaded. Truespan was loaded but they didn't appear when he pushed the trigger and the trigger broke. The device is available for evaluation.